Manufacturer narrative:
.

Event description:
Clarification to notes. Listened to the phone call and found that the customer's sensor glucose reading was over (B)(4). But his blood glucose reading was (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 400 mg/dl and the sensor glucose was 191 mg/dl. Customer also reported the change sensor alarm and calibration not expected alarm. Customer does not report consecutive change sensor alerts with different sensors. Customer received a change sensor alert after a calibration error. The insulin pump will not be returned for analysis.